Event description:
A customer reported that an ophthalmic console presented no or intermittent failure of illumination. The procedure details and patient impact were not provided. Additional related information was requested, but none provided till date.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative confirmed and replicated the reported event. The illuminator was replaced to resolve the issue and was returned for evaluation. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The illuminator was returned for this investigation for evaluation. A visual assessment of the returned sample revealed a broken mirror in port 2. Sample testing of the returned part was performed. The required lumen output of port 2 did not meet the minimum required and the reported event was replicated. The root cause was attributed to a broken mirror within the illuminator port 2. The root cause of the reported event is attributed to broken mirror in the illuminator port 2. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).